Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of "connect power" alarms while connected to wall power was confirmed via evaluation of the returned system controller (serial number: (B)(6) the returned controller was connected to a test power module/system monitor and a mock circulatory loop and a no external power alarm activated. A yellow wrench and yellow ¿power on¿ indicator on the power module also activated, indicating a loss of ac power from the power module. The system controller backup battery supplied power to the system and the controller operated the pump at the set speed during the loss of external power. Further evaluation revealed that the atypical alarms only occurred when the white power cable was connected; no issues were observed when only the black power cable was connected. Evaluation of the controller power cables revealed that the green wire (redundant power line) in the white power cable was shorted to the cable shielding; this would result in the loss of power from the power module and the corresponding no external power alarm when the white power cable is connected. Visual inspection of the system controller revealed a kink and a tear in the outer jacket of the white power cable approximately 7¿ from the controller housing. The outer jacket was removed from the white power cable, revealing that the insulation on the green wire was stripped, and the underlying conductor was contacting the cable shielding. No other electrical shorts were observed. The system controller power cables were replaced with test power cables and the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller functioned as intended with the test power cables installed. The submitted log file and the log file downloaded from the returned controller contained approximately 27 days of data combined (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log files captured no external power alarms on (B)(6) 2020 at 23:01:19 and (B)(6) 2020 at 8:54:18 due to both system controller both power cables being disconnected from 14v batteries; it cannot be determined from the log file if an attempt was made to connect the power cables to the power module or mpu after disconnecting from batteries, however, this could have resulted in the no external power alarm remaining active due to the white power cable damage. An additional no external power alarm was captured on (B)(6) 2020 at 9:22:27; this alarm may have been associated with the white power cable being connected to the power module or mpu, although this could not be conclusively determined due to the atypical voltages observed in the log file. The system controller backup battery supplied power to the system during all losses of external power. The driveline was disconnected on (B)(6) 2020 at 10:21:53 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event was determined to be caused by damage to the white power cable, resulting in one of the power lines shorting to the cable shielding. The root cause of the damage to the power cable could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that ¿connect power source¿ message was observed when connected to wall power. Patient cable was exchanged, but still the same message was observed. No alarms when on batteries. Technical services reviewed the submitted log files, and no external power events were confirmed. It was reported that exchanging the system controller resolved the issue.